Event description:
Hill-rom has received a report alleging that the patient's ribs were fractured. The report indicates that the fractured ribs were identified after use of the vest. No malfunction of the unit was alleged or found through evaluation of the unit.

Manufacturer narrative:
No malfunction of the device was alleged or found through evaluation of the unit.